Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 26-year-old female patient who had essure (batch no. 848834-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective." The patient's medical history included multigravida and parity 4 (B)(6) 2006, (B)(6) 2007, (B)(6)2008, (B)(6) 2012. Concomitant products included ibuprofen, pertuzumab (perjeta), tamoxifen and trastuzumab (herceptin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic"), 5 days after insertion of essure. In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), procedural complication ("injury (ies) or complication (s) please describe: insertion injury"), complication of device insertion ("injury (ies) or complication (s) please describe: insertion injury/the right side could not be cannulated, she only inserted left side."), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vagial infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural complication, complication of device insertion, pelvic pain, depression, anxiety, cystitis, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, complication of device insertion, cystitis, depression, device dislocation, pelvic pain, pregnancy with contraceptive device, procedural complication, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 26-year-old female patient who had essure (batch no. 848834- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012). Concomitant products included ibuprofen, pertuzumab (perjeta), tamoxifen and trastuzumab (herceptin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic"), 5 days after insertion of essure. In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), procedural complication ("injury(ies) or complication(s) please describe: insertion injury"), complication of device insertion ("injury(ies) or complication(s) please describe: insertion injury/the right side could not be cannulated, she only inserted left side."), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural complication, complication of device insertion, pelvic pain, depression, anxiety, cystitis, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, complication of device insertion, cystitis, depression, device dislocation, pelvic pain, pregnancy with contraceptive device, procedural complication, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event "bladder/urinary problem were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) year-old female patient who had essure (batch no. 848834-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012). Concomitant products included ibuprofen, pertuzumab (perjeta), tamoxifen and trastuzumab (herceptin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic"), 5 days after insertion of essure. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), procedural complication ("injury (ies) or complication (s) please describe: insertion injury") and complication of device insertion ("injury (ies) or complication (s) please describe: insertion injury/the right side could not be cannulated, she only inserted left side."). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural complication, complication of device insertion, pelvic pain, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, complication of device insertion, depression, device dislocation, pelvic pain, pregnancy with contraceptive device and procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: pfs received. New events added: pain pelvic. Event psychological or psychiatric problems condition: psychological updated to depression and mental anguish. Concomitant drug added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.